Manufacturer narrative:
Investigation description. The device was received in an as-returned condition with no observable cosmetic damage, structural defects, or abnormal wear. The patient reported that the connector fractured and separated within the drug chamber; however, upon receipt, the drug chamber was empty and no consumables or accessories were attached to the device. Functional evaluation was performed by winding and rewinding the device multiple times, during which no mechanical or operational issues were observed. Review of the motor event log indicates a recorded anomaly consistent with a transient occlusion or motor stall condition at one point during use. Following a system reset, the device resumed normal operation and performed as intended. It is plausible that a connector fracture could have contributed to a temporary motor stall condition, resulting in an ¿unable to proceed¿ state. At the time of evaluation, no physical or functional deficiencies were identified, and the device appears to be operating within design specifications. Complaint was not duplicated.

Event description:
It was reported that the ilet was dropped, the connector snapped off inside the ilet, the connector was subsequently removed, and attempts to change supplies resulted in an ¿unable to proceed¿ alert with repeated unsuccessful rewind attempts, leading to shipment of a replacement device. Symptoms included no reported impact to blood glucose and no adverse clinical effects. Outcomes included continued cgm monitoring with the dexcom g7 and interruption of insulin delivery until replacement supplies and device use could resume. Investigation included telephone troubleshooting and guidance to remove the broken connector, attempts to rewind, and instructions to shut down and return the device. Investigation of this case revealed a device malfunction related to the pump¿s connector and associated mechanical/rewind failure that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure following accidental damage leading to pump malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.